Manufacturer narrative:
H.6. Investigation summary: two photos of a 5ml syringe in an opened blister pack were received and evaluated. It was observed where the package was opened, the seal was not well pronounced. The open seal defect was rejectable per product specification. Potential root cause for the open seal defect is associated with the equipment failure. There was a poor connection between the heat regulating component and the sealing station. As corrective action, a more secure connection of the wiring between components and/or a detection method for improper connections will be reviewed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of syringe 5ml ls sp125 experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: material no: 309647; batch no: 9115907. Incident details: the 5 ml slip tip syringes packages are not completely sealed and are breaking apart. We use the 5 ml slip tip on our sterile trays and this lends itself to an accidental contamination.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 5ml ls sp125 experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: material no: 309647 batch no: 9115907. Incident details: the 5 ml slip tip syringes packages are not completely sealed and are breaking apart. We use the 5 ml slip tip on our sterile trays and this lends itself to an accidental contamination.